Manufacturer narrative:
Device is combination product.

Event description:
It was reported that foreign matter was found on the device. During preparation of a 2.75 x 16 synergy stent, it was noted that the physician noticed "fluff" on the stent. The device was replaced with another synergy stent and the procedure was completed. No known patient complications were reported.